Event description:
The customer contacted baxter's technical service center to report smoke coming from the heater plate of the homechoice (hc) device during use, patient not connected. The baxter technical service representative (tsr) initiated a swap of the device. The home patient (hp) will contact the nurse to program the new hc and will use manuals to finish therapy. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of smoke from the heater plate of the device. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. Multiple short simulated therapies were completed successfully. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem could not be determined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.